Event description:
It was reported that the pituitary snapped at the base during the procedure causing the tip of the instrument to become stationary. No patient complications were reported.

Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the dynamic shaft is broken on both sides by the pin. Pin appears to be in good condition. The fractured surface suggests a brittle failure. Excessive force and/or torque applied to the instrument may cause the tip to break.